Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to detach from delivery system. A minor bleeding was noticed. The pt was not injured following the procedure.